Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy was received for investigation. The returned sample was received in used condition without its original package. The sample was visually inspected, at 12" to 16" and normal conditions of illumination. The technician observed that the ring was broken off the inner cannula. The lot number for the product was not provided. As such, a device history review could not be completed. The most probable root cause of this issue is that the product problem occurred after the product left the manufacturing facility.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical blue line ultra suctionaid tube with soft-seal cuff and inner cannula," the inner cannula's ring-pull got torn off". No adverse patient effects were reported.